Event description:
It was reported that (1) device was used during a laparoscopic hiatus hernia repair. It was reported by the affiliate that the lcsc5 was not cutting or coagulating. Another device was used to complete the case. There was no consequence to the patient.